Event description:
It was reported that the patient has an open wound around her implant site. According to her audiologist, she has had skin breakdown and issues since her implantation around 8 months ago (2008). This is the first time, however, the clinic has contacted med-el to report a problem. The device is still functioning normally and the implant surgeon, had an x-ray taken which demonstrated the electrode array remains coiled in the cochlear. It was mentioned that the patient frequently touches and picks at the site even though they have counseled her not to touch the area. The patient was sent to a wound specialist due to the opening around the implant site and many other lesions on her body. It is not currently known what type of infection or auto-immune condition the patient has, but they have sent samples to a lab for a diagnosis. It was advised that the patient remove the external equipment to prevent infection until the wound has healed. Additional information received in 2008, states that the patient has now pulled the electrode array out of her cochlear and out of the implant housing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.